Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. Arteriotomy locator was also returned. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in partial rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device sleeve being in partial rear lock position or an obstruction to the anchor posting to the distal tip may have let to the event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on august 19, 2019. The procedure that was being performed was a left heart catheterization ( lhc) using a 6fr procedure sheath. The facility believes anchor, collagen or suture may not have been in the protective house of device. No vascular complication was noted, just had to hold manual pressure.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr angio-seal vip device was inserted and seemed to have deployed. However, when pulling the device out, no suture was attached to provide pulling pressure. They were unsure if the suture and device were in the angio-seal delivery system to begin with. Manual pressure was held. There were no vascular complications.